Manufacturer narrative:
(B)(4). The device sample has not been received by the manufacturer for evaluation at the time of this report. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges that during use the blade fiber broke up into pieces, in the mouth and throat of the patient. There were found 5 pieces of the fiber (one of them was pulled out of the throat). Laryngoscopy was performed on the patient and the accessible part of the throat was examined. No more parts of the fiber were found in the patient. The patient, after the surgery, was reported in good condition without any respiratory distress.

Event description:
Customer complaint alleges that during use the blade fiber broke up into pieces, in the mouth and throat of the patient. There were found 5 pieces of the fiber (one of them was pulled out of the throat). Continued: laryngoscopy was performed on the patient and the accessible part of the throat was examined. No more parts of the fiber were found in the patient. The patient, after the surgery, was reported in good condition without any respiratory distress.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the blade welding joint was broken although the metal was diffused properly at welded joints. It is noted that product was manufactured and packed in india. The product family is inspected 100% prior to shipment from india so it was confirmed that the product left the manufacturing site fully functional. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint was confirmed. A root cause was established as a manufacturing issue. A non-conformance was opened to address this issue.